Manufacturer narrative:
The reported event of noise and oversensing was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was revealed proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer report numbers: 2017865-2021-39431, 2017865-2021-39433, 2017865-2021-39434. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular, left ventricular and right atrial leads. Since the noise and oversensing was observed on each lead in the system, the physician suspected the electrical anomalies may have been related to the device. The system was explanted and replaced to resolve the event and the patient was in stable condition.